Event description:
The user stated beginning (B) (6) 2010, they had been getting physician complaints about high parathyroid hormone values being reported. The user could not provided specific patient data, but performed a 15 sample comparison with another lab that was using an immulite analyzer. Of the data provided, the results for 14 samples were discrepant. All results are in pg/ml. Sample 1 initial result was 368, immulite result was 678. Sample 2 initial result was 236, immulite result was 396. Sample 3 initial result was 105, immulite result was 173. Sample 4 initial result was 54, immulite result was 113. Sample 5 initial result was 636, immulite result was 1383. Sample 6 initial result was 13, immulite result was 8.74. Sample 7 initial result was 123, immulite result was 39.7. Sample 8 initial result was 356, immulite result was 33. Sample 9 initial result was 143, immulite result was 262. Sample 10 initial result was 465, immulite result was 986. Sample 11 initial result was 393, immulite result was 766. Sample 12 initial result was 84, immulite result was 155. Sample 13 initial result was 90, immulite result was 116. Sample 14 initial result was 112, immulite result was 193. No patients were affected. The samples were run for a method comparison and no patient diagnosis or treatment was made based on these results. The pth reagent lot number was 15670104. The field service representative could not find a cause. He performed mechanical checks and corrective maintenance. He verified the analyzer operation by running performance tests with passing results.

Event description:
The user received erroneous troponin t results for one patient sample. The initial result was 0.467 ug/l. Repeat results were 0.157, 0.169 and 0.156 ug/l. No erroneous results were reported due to the laboratory's protocol to repeat all samples with no known troponin t result history. A result of 0.16 ug/l was reported. The troponin t reagent lot number was 15563801. It was noted the samples was poured over from the primary tube into a secondary tube. Sample pouring was not recommended as bubbles and foam can be created. It was also noted the centrifugation parameters and lab environment were not within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Calibration and quality controls were within expected ranges. Recent service visit by the field represenative found nothing which can be related to the high flyer result. A specific root cause was not identified. Based on the information provided, it was determined a possible reason for the high flyer was a pre-analytical issue. The sample was poured over from a primary tube into a secondary false bottom tube. Pouring is not recommended, as bubbles and foam can be created. The centrifugation parameters were also outside recommendations as the rcf was too high.